Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that the lead became stuck in the catheter and could not be implanted. The lead was not used.